Event description:
It was reported that air bubbles were observed within the canister. There was no adverse impact to the customer¿s blood glucose level. Customer had already resolved issue before contacting support by priming tubing until bubble was gone, and no additional corrective actions were reported.